Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure mode. The instrument was placed on a in-house system and the instrument passed the self-tests and delivered energy with no issues. The instrument was fully functional. Grip force and electrode gap inspections passed. Gap test passed with the 0.004" gauge. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the endowrist vessel sealer instrument would not seal. The surgeon used a backup endowrist vessel sealer instrument to complete the procedure. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the endowrist vessel sealer instrument would not seal. There was no report of fragments falling inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) contacted the site and spoke to the customer who provided the following additional information: the customer could not remember if there were any error messages or error codes generated. They completed the case by opening up another endowrist vessel sealer.